Event description:
The customer received questionable calcium gen. 2 results for two patient samples. Of the data provided, only the result for one patient sample was discrepant and reported outside the laboratory. The initial result was 5.1 mg/dl and was reported. The repeat result was 9.3 mg/dl. The physician was notified and no treatment was provided based on the initial result. There was no adverse event. The calcium reagent lot number was 69931401 with an expiration date of 08/31/2015. The field service representative found the rinse nozzle #4 was overflowing. He cleaned the rinse nozzles and adjusted the rinse water level. He checked the sample probe touch deliver/spring action and gp pressure. He confirmed r1 and r2 and sample flow rates. He checked the sodium value of the detergent 1 and ran a precision check. All operational and mechanical checks passed within specifications. He observed the customer run patients and found the system was operational.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.